Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on and customer resumed insulin delivery successfully. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.